Event description:
Pt had a port placed approximately one month ago. It was a bard port MRI detectable single lumen groshong port. Ref # 0602830, lot # rerg0805. The patient went home after surgery. She reported to her oncologist a week later for the port to be accessed for the first time. Upon injection of normal saline, the patient had an immediate subcutaneous fluid collection. The oncologist called the doctor, and the patient returned for port evaluation. It was determined that the port was fractured and had to be removed. The patient returned to surgery for port removal. The surgeon was not able to remove the entire catheter. The patient then had to be taken to radiology for removal of the end of catheter portion of the port. The patient returned to the or the following day for placement of a new port. This one was a 8fr MRI detectable, open-ended catheter. Other than multiple procedures and associated anesthetics, the surgeon reports no physical harm to the patient. Bard company was notified.manufacturer response for groshong port, bard port MRI single lumen groshong port: unknown.